Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and would time off too soon. There was no adverse impact to customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to complete troubleshooting; however, a response was not received.